Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty passing a guidewire through an introducer needle was confirmed. The returned sample was found to exhibit the same features as addressed within this supplier corrective action and no additional investigation was necessary. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the PICC needle was faulty and did not allow the guidewire through the middle of it. This made the wire flick out and flicked blood onto my face. It also meant I had to do a second puncture on the patient with an alternative needle. Customer response received: no harm to the clinician (myself). I had a blood splash on my forehead but nowhere in the eyes or mouth due to wearing a mask. The splash was due to the wire not inserting into the introducer needle and subsequently flicking out.